Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer reported to a medela complaint handler, that the housing for her pump in style breast pump power adapter had come apart into two pieces. She also stated that she would be returning the original device to medela. As of the date of this report, the original device has not been received. Should the original device be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported that the transformer for her pump in style breast pump was broken and that she had to use a rubber band to keep the housing together, which is a safety risk.